Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was assumed that the cause of the phenomenon was a faulty g1 board (power supply), which caused the phenomenon of ¿monitor is getting off automatically¿. The cause of the faulty g1 board could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, the monitor was turning off automatically. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the monitor was turning off automatically due to a faulty power supply. In addition, the power switch bracket was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.